Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst noted that beginning (B)(6) 2015, v sensing integrity counts were up to 28, and there were vt-ns episodes with evidence of lead noise oversensing. Concomitant product: product ID: ddbb1d4, ICD, implanted: (B)(6) 2015. Product ID: 5867-3m, adaptor, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that, one day post implant, the right ventricular (rv) lead exhibited some high rate episodes with oversensing and short interval counts (sic). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.